Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Returned to manufacturer on 3/4/2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and the lens was received cut in pieces (including a detached haptic), which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. An non-conformance (nc) was found as part of this manufacturing records review. This nc does not contribute to the complaint issue reported. The product was manufactured and released according to specifications. Historical data analysis: the search revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that a zcb00 intraocular lens (iol) was explanted from the patient's left eye (os) due to pseudophakia. Through follow-up it was provided the lens was explanted because had to bring things in to close. There were no medical intervention, sutures, vitrectomy, or incision enlargement. Another lens was implanted. There was no injury to patient and the patient is doing good post-op. No further information provided.